Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient¿s parent reported inaccurate cgm values that occurred while at school. The patient experienced blurry vision, shaky legs, shaky hands, and a slight headache while the cgm was displaying 220 mg/dl. The patient went to the nurse¿s office where a bg was performed which was 27 mg/dl. The patient was treated in the nurse¿s office with juice and oral glucose. The parent took the patient home from school has he remained lethargic. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No injury or medical intervention was reported.